Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to pcb-mounted jack connector, designator j17 and cable-mounted plug connector designator p17 not being fully latched in when connected to the power pcb. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.